Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation and the customer's report was not duplicated under testing. Review of the device activity log showed the shock button was inappropriately pressed before the device was fully charged. Per device design, the shock button needs to be pressed after the device is fully charged. Therefore this claim is being closed as user error. Analysis of reports of this type has not identified an increase in trend.